Event description:
It was reported that the user experienced hypoglycemia after dinner while using the ilet, with low glucose alerts occurring and the family delaying treatment until the glucose level declined to approximately 65 mg/dl; troubleshooting and education on the ilet low glucose protocol were provided. Symptoms included hypoglycemia without loss of consciousness or other acute neurologic effects. Outcomes included no professional medical intervention, no assistance required, and recovery with oral carbohydrate intake. Investigation included complaint intake, review of user-reported blood glucose data and alert behavior, and provision of user education. Investigation of this case revealed hypoglycemia of unclear cause with device low and urgent low alerts functioning as designed and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.